Manufacturer narrative:
Additional information provided: the customer¿s report of an overinfusion by user programming error could not be confirmed or replicated. Physical inspection noted the device to be in good condition. The pcu and pca event logs have been overwritten due to continued use; programming keystroke replication could not be performed. The programming parameters could not be determined. Functional testing performed found the device delivering fluid within specification. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported a device was possibly changed unintentionally to the option for a standard concentration of 0.2mg/ml from the concentrated option of 1mg/ml. This lead to an over infusion of hydromorphone. A 60ml syringe contained 50ml of hydromorphone, and was supplied as 50mg/50ml. The intended dose was a 1mg bolus dose with 0.2mg every 15 minutes for pca doses. There was no patient harm.

Manufacturer narrative:
Concomitant medical product: 60 ml syringe; etco2 tubing; therapy date: (B)(6) 2019. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a device was possibly changed unintentionally to the option for a standard concentration of 0.2 mg/ml from the concentrated option of 1 mg/ml. This lead to an over infusion of hydromorphone. A 60 ml syringe contained 50 ml of hydromorphone, and was supplied as 50 mg/50 ml. The intended dose was a 1 mg bolus dose with 0.2 mg every 15 minutes for pca doses. There was no patient harm.